Event description:
(B)(4). I have fibromyalgia, celiac disease, I can't wear earrings for long periods of times in my lobes without my ears swelling and getting infected, my joints hurt, I burn really easy out in the sun.